Event description:
Notes from the history and physical: the patient had an aicd implanted two years ago and is known to have ICD malfunction with detection on the lead. However, on lead interrogation the impedances were normal and there was no definite evidence of fracture and it was felt that both the ICD lead and her ICD generator may have to be replaced for device/lead malfunction. The patient then underwent removal of the aicd lead, removal of defibrillator, and implantation of defibrillator with leads. The patient tolerated the procedure well, and there were no complications.